Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 500 mg/dl and ketones. The customer stated that the insulin pump has stopped pumping insulin, and isn't working. Found that the customer was getting no delivery alarms. Troubleshooting was performed. No damage to the drive support cap noted. Found multiple no delivery alarms in the alarm history. The customer declined troubleshooting as he felt the insulin pump was not working properly. The customer stated that as soon as he was put back on the insulin pump, his blood glucose levels elevated. Advised the customer that the insulin pump would be replaced. Nothing further was reported.